Event description:
Regarding sling mesh used in sacral colpopexy procedure, the pt presented with mesh exposure at vaginal cuff, physician excised area of mesh vaginally and closed in 2003. Another procedure was performed to remove the entire mesh in 2004. Additionally, cultures were positive for staph aureus.